Event description:
In the morning, I woke up with my eyes swollen, almost ocmpletely shut. After going to my family dr and 2 eyes drs, no one was sure the exact cause but determined it was an infection of my eyes that would not go away with medicine.